Event description:
It was reported that the patient had a previous system that had been replaced due to infection. Two weeks later, the patient was readmitted due to recurrent bacteremia with staphylococcus aureus pacemaker pocket infection, sepsis, and anemia. The patient was treated empirically and despite all necessary measures she was unable to gain full communication with her family. Patient was not intubated due to advanced wishes not to be placed on a respirator or any situation deemed futile. The patient died. The patient had a history of diabetes, coronary artery disease, and congestive heart failure. The final diagnoses was sepsis, bacterial endocarditis, respiratory failure, abdominal mycotic aneurysm rupture, severe anemia, and cerebral edema.